Manufacturer narrative:
Additional manufacturer narrative: customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that during placement of the tracheostomy tube the guide wire was inserted into the patient trachea and it punctured the esophagus. The doctor did not notice this had occurred and inserted the tube along the guide wire, resulting in the tube to puncture the esophagus as well. Surgery was required as a result of this event.